Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening linear on the posterior, crease fold, wear abrasion and brown particles in the inner surface. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.